Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2021-10730. Citation: international urogynecology journal (2020); 31:2011¿2018. Doi: https://doi.org/10.1007/s00192-020-04415-0.

Event description:
Title: evaluation of suture material used in anterior colporrhaphy and the risk of recurrence the aim of this longitudinal cohort study was to investigate the effects of rapid versus slowly absorbable suture on risk of recurrence after native tissue anterior colporrhaphy. A total of 462 women who had an anterior colporrhaphy performed in addition to the manchester-fothergill procedure (mp) or vaginal hysterectomy (vh) between 2010 and 2014, were included in the study. Suture materials were divided in three groups: rapidly absorbable multifilament sutures (ramus) including vicryl® and competitor product in 152 patients [median age was 62 (51¿70); median bmi was 25.2 (22.7¿28.2)], rapidly absorbable monofilament sutures (ramos) including competitor product in 119 patients [median age was 63 (55¿69); median bmi was 24.7 (22.6¿27.7)], and slowly absorbable monofilament sutures (samos) including pds® and competitor in 191 patients [median age was 65 (51¿71); median bmi was 25.0 (23.0¿27.0)]. Reported complication includes recurrence of pelvic organ prolapse (n=?). In conclusion, the use of rapid absorbable multifilament suture compared to slowly absorbable monofilament suture does not seem to lead to a higher risk of recurrence after anterior colporrhaphy.